Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the modular cable to the system controller was not confirmed as the controller was not returned. The provided information indicated after the patient exchanged their primary controller, they were unable to connect their driveline to their backup controller. Approximately 65 minutes later, the driveline was able to be successfully connected to a controller under the guidance of a technician. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Additionally, this section contains instructions regarding how to connect the driveline from the controller. Section 4 of the IFU and patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that after a driveline power fault alarm on (B)(6) 2025 at 5:22 pm, the patient tried to change the system controller on their own. After disconnection of the driveline stopped the pump, the patient could not insert the driveline connector correctly into the backup system controller. The patient was unable to restart the pump. About 20 minutes after the pump stopped, the patient lost consciousness. About 40 minutes after the pump stopped, relatives and first responders tried again to "control the system start." At 6:21 pm dhzc's technical hotline was contacted by the first responders and the patient had resuscitation ongoing at this time. Under the guidance of a technician, the correct connection was restored, and the pump was restarted about 65 minutes after the pump stopped. The patient was admitted to the hospital and was "alarm free". On (B)(6) 2025, the driveline power fault reoccurred, and the modular cable was replaced. After the exchange, the alarm resolved. The modular cable would be returned for evaluation. No log files were provided. On (B)(6) 2025 brain death was confirmed, and on (B)(6) 2025 the system was switched off.